Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lead damage on the electrode end. Helix from the lead overextended during fixation, several helices were observed in fluoroscopy. The helix was unable to retract and helix was detached from lead during lead removal, this caused the helix to be fixated in heart tissue post-implant. Lead was replaced and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to lead damage on the electrode end. Helix from the lead overextended during fixation, several helices were observed in fluoroscopy. The helix was unable to retract and helix was detached from lead during lead removal, this caused the helix to be fixated in heart tissue post-implant. Lead was replaced and no additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection revealed lead body damage, a missing portion of the helix and dried blood and body fluid around the helix.this type of damage is consistent to a failure mechanism with a torsional overload failure. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.